Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented to the emergency room after receiving an appropriate shock for a true arrhythmia. Interrogation revealed an ocd alert for possible hv lead issue and an aborted shock. The alert was cleared and programming changes were made. Patient was well after a dft was performed.